Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Result of investigation: vyaire field service went onsite check unit and found leak on blender. As a resolution blender was replaced and resolved teh issue. Ran est (extended system test) and ovp (operation verification procedure) unit passed all test and runs according to OEM (original equipment manufacturer) specifications. Pm (preventive maintenance) performed.

Event description:
It was reported to vyaire medical that the vela ventilator has internal air leak. The customer confirmed that there is no patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification: com-(B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.